Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0n07b, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead patient, ipg 3058 interstim ((B)(4)), (B)(4), pertains to ipg 3058 interstim ((B)(4)).

Event description:
A manufacturer representative (rep) reported lead showed impedance on all combinations. The rep also noted the lead was damaged because the implantable neurostimulator (ins) was implanted about the iliac crest for some reason. New lead and stimulator were placed with ins being placed lateral to the sacrum and below the iliac crest. The rep stated the lead probably continued to break because it was tunneled to a pocket 6 inches above the iliac crest. The rep noted an impedance check was done as trouble shooting. There rep stated there was also a lead and stimulator revision. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.